Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported her daughter has experienced elevated readings on several occasions but received bolus advice 0; suspected it's in relation to active insulin. Mother stated she checked the history of the blood glucose monitoring device and found that at 9:02 pm patient's blood glucose level was 16.6 mmol/l and the bolus advice was 0. Mother reported that in the "my data" the entry prior to this reading was at 7:28 am when the patient had a blood glucose level of 32 mmol/l and the bolus advice was also 0. Mother stated they are certain that they took a blood glucose test at 12:10 pm the same day but the entry is missing from the "my data". Mother stated the blood glucose monitoring device often changes time and date and sometimes the reading is not registering. Mother reported that even if the device displays "hi" it does not say the patient needs to inject insulin. Mother did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.